Event description:
Customer's spouse reported via phone call that the customer experienced sensor reading discrepancies. It was stated that the sensor was reading 40 mg/dl and blood glucose was actually at 158 mg/dl and the insulin pump went into threshold suspend. The customer turned the sensor off and when turning it back on they received a change sensor error alert. It was advised to remove and change out the sensor; the sensor was not bent. Spouse called two days later to report that the sensor fell off during the night and they noticed that the sensor was expired. Customer was advised against the use of expired products.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.